Manufacturer narrative:
At the visit on site, the field service engineer replaced the laser head. Log file review shows that an error message occurred during treatment that energy is too low. The system monitored the energy and a protection against a fault functioned correctly. Energy too low may occur when the laser head is close to the end of the shelf life. A laser head usually is recommended to be replaced every 3 years. The root cause for the reported event is most probable a laser head at its end of shelf life. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Additional information has been requested. (B)(4).

Event description:
A company representative reported energy was too low during a procedure. Surgeon finished one eye and when switching to the second eye the energy issue occurred. Energy was able to be raised and procedure was finished. It is unknown if there was any harm to the patient. Additional information has been requested.